Event description:
It was reported that the patient no longer had any hearing sensation with the device since (B) (6), 2010. The external parts were exchanged, but no improvement. A fall is not known. Testing shows that the device has malfunctioned. The patient was reimplanted on (B) (6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.